Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2007. It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2011, the patient underwent explants of left sided vaginal mesh because the mesh was constricting and pulling, causing pain and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a bilateral salpingo-oophorectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/05/2016.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007 to treat stress urinary incontinence. The patient experienced pain, urinary problems, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). It was reported that patient underwent full explant on (B)(6) 2015 by dr. (B)(6) due to dyspareunia, bleeding, dysuria, and urge incontinence at (B)(6).

Manufacturer narrative:
Date sent to the FDA: 08/14/2017. Patient codes: (B)(4) urinary frequency, (B)(4)nocturia. It was reported that following insertion the patient experienced nocturia and urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.